Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on september 1, 2020. Device evaluation was completed on september 4, 2020. Device was inspected and no clot was observed at hemostatic valve; however, it was observed with reddish residues. Then,an irrigation test was performed and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified.  Reddish residues could be related to the clot reported; therefore, the customer complaint was confirmed. This issue is not related to manufacturing processes. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a clot issue occurred. During the procedure, a clot was noticed attached to the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the physician was not able to flush it. No error messages were reported. The sheath was replaced, and the issue resolved. Case continued without further issues. No patient consequence was reported. No issues related to temperature or flow on the catheter. The generator was set to power control mode at 42 degrees. The patient was anticoagulated during the case and the activated clotting time (act) was >300 seconds. No damage/dislodgement of the hemostatic valve was reported. No air entered the patient¿s body. Patient¿s hemodynamics was not compromised. The clot issue was assessed as MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) initially the device evaluation completion was provided in the 3500a initial. However, after further review, the evaluation was corrected on 30-jul-2021 to the following: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a clot issue occurred. The product was returned to biosense webster for evaluation. Biosense webster performed visual inspection and functional test on the returned device. Visual analysis of the returned device revealed that carto vizigo sheath was returned with a clot at the hemostatic valve. Irrigation test was performed using a lab syringe and device was irrigating without issues. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Clot observed at the hemostatic valve was confirmed. It should be noted that product failure is multifactorial. According to application failure modes and effects analysis (afmea) it is determined that an irrigation issue may contribute to a thrombus formation and the precautions included in vizigo instructions for use (IFU) includes the usage of best practices for irrigation as a recommendation to minimize the potential of thrombus formation.